Manufacturer narrative:
H6. Health effect & investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Front panel is damaged. Top right corner of the case is cracked. All of the small knobs are the incorrect knobs. Battery door is cracked. Input/output label is slightly damaged. Bottom case cover is cracked by the screws. Frequency knob cap is broken. The customer's reported problems were verified as pm (preventative maintenance) was due, case was damaged, and the face plate was damaged. Replaced all parts that were damaged. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the top right corner was cracked, and the face plate was damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.